Manufacturer narrative:
The v.a.c.ulta¿ serial numbers were not provided, therefore device evaluations could not be performed. Based on the information provided, it cannot be determined that the alleged patient deaths are related to the v.a.c.ulta¿ negative pressure wound therapy system. Kci made multiple unsuccessful attempts to obtain additional clinical and device information. The article noted "no difference, however, was observed in mortality or other sources of morbidity, which is consistent with current literature".

Event description:
On (B)(6) 2019, the following information was received by kci after a review of journal article, webb ma et al., incisional wound vac and risk-adjusted ssi [surgical site infection] rates in colorectal surgery: a tertiary centre experience, the american journal of surgery, https://doi.org/10.1016/j.amjsurg.2018.12.019: 689 patients were included in this study and 145 patients were treated with v.a.c.ulta¿ negative pressure would therapy system between 01-jan-2014 and 31-dec-2017. Three patient deaths occurred while using the v.a.c.ulta¿ negative pressure would therapy system. The article noted "no difference, however, was observed in mortality or other sources of morbidity, which is consistent with current literature ...we cannot comment on the cause of mortality in those who passed away within the 30-day period following their operation. This data was not collected." No additional information is available. The v.a.c.ulta¿ serial numbers were not provided, therefore device evaluations could not be performed.